Event description:
Event occurred during head and neck case which involved the debulking of a tumor in the larynz. The laser was being used with the lasershield ii 6 mm. The cuff of the lasershield burst, blue de was released and the end of the endotracheal tube ignited. The surgeon withdrew the laser and the ansesthetist the et tube. Perticules of ash went into the pt lungs and bronchicles and had to be removed by bronchoscope. The et tube continued to be alight on with drawl and the end disinter grated quickly. Pt remained in ccu 9 days later. Pt sustained toxic fume, gross swelling locally to the laser burns and smoke inhalation.